Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with unspecified juvéderm¿ voluma¿ in the cheeks and the tail of the eyebrows. 5 months later, patient developed edema and induration at the injection sites. Physician prescribed an intramuscular deposition corticosteroid (betamethasone) and started a double-regimen antibiotic treatment (clarithromycin + ciprofloxacin), assuming the condition as biofilm. Symptoms ongoing.